Event description:
Patient was revised to address stem and cup loosening. Update rec'd (B)(6) 2013 - patient's revision operative records were received. The patient was also revised to address groin pain. Records indicate upon revision the patient's femoral stem was found to have subsided as well as femoral osteolysis was found. The patient's femoral sleeve, liner, and head are being added to the complaint. This complaint was updated (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The sleeve, liner and head associated with this report were not returned. Review of these device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.